Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer was defective. The field service engineer replaced the full-height drawer from the depot and returned it to the site. Services have been restored. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, a malfunction occurred with the half-height cubie drawer with clicking sounds during recovery. The customer reported that the issue arose when the user attempted to administer medication to the patient, resulting in a delay in the dispensing process. There were no adverse events or injuries reported based on this incident.